Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: functional : intermittent operation cable . The repair of the device was however declined and was returned to the customer unrepaired the root cause for the device failure could not be determined during the service evaluation. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the video on the camera head ac - c-mount device was not working when the cable was handled. During in-house engineering evaluation, it was determined that the device had intermittent operation in the cable. There was no procedure nor patient involvement reported. No additional information was provided.